Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator disarmed and generated connected pads cable message during therapy. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.